Event description:
-----

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead displayed high out of range impedance measurements. It was measured again and displayed out of range impedance measurements. This lead was removed and another lead was sucessfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be updated.